Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. There was no moisture damage on motor assembly or electronic assembly noted during visual inspection. The insulin pump was received with cracked case on display window corners, scratched lcd window, cracked reservoir tube lip, missing end cap sticker, and missing address/serial number label.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was 270 mg/dl. Mother stated the insulin pump was exposed to moisture; water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.